Event description:
It was reported that during a lap colon procedure, the device jaws closed and would not reopen, they forced the handle to remove the device from the tissue. They used a second like device to complete the case with no impact to the patient.

Manufacturer narrative:
Date sent: 5/20/2008. Information anticipated, but unavailable at this time.